Event description:
It was reported that the customer was hospitalized due to nausea, vomiting and diabetic ketoacidosis. The reported blood glucose reading was 235 mg/dl. Troubleshooting was performed and found that the insulin pump had alarmed no delivery prior to the event. The customer declined to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.